Event description:
At the implantation procedure during the dft testing, the 1st and 2nd shock did not rescue the patient. The 3rd shock did rescue the patient but the physician opted to implant another device. This ICD was not implanted, patient needed a higher energy device.

Manufacturer narrative:
(B)(4).

Event description:
At the implantation procedure during the dft testing, the 1st and 2nd shock did not rescue the patient. The 3rd shock did rescue the patient but the physician opted to implant another device. This ICD was not implanted, patient needed a higher energy device.

Manufacturer narrative:
(B)(6)2010 the analysis on this device is pending.